Manufacturer narrative:
A specific root cause could not be found. Based on precision data from the analyzer, an analyzer hardware issue could be excluded. The time between the first run and rerun was approximately ninety minutes. Since the rerun results match very well with the results of the redrawn sample, a pre-analytical issue could have caused the event. No adverse events were reported.

Event description:
The user received questionable results for one patient sample which were discovered when the physician questioned the results. The initial results reported outside the laboratory were: glucose 424 mg/dl with a data flag. Creatinine 1.7 mg/dl with a data flag. Potassium 5.22 mmol/l with a data flag. Calcium 10.7 mg/dl with a data flag. The patient was redrawn and the results from that sample were reported outside the laboratory. The results from the redraw specimen were: glucose 108 mg/dl. Creatinine 0.8 mg/dl. Potassium 3.44 mmol/l with a data flag. Calcium 9.1 mg/dl. The original sample was then retested and the results were: glucose 101 and 96 mg/dl. Creatinine 0.9 mg/dl. Potassium 3.90 mmol/l. Calcium 9.6 mg/dl. The user stated there was a delay in treating the patient due to the erroneous results, but the patient was not adversely affected. The patient was discharged. The glucose reagent lot number was 62593201. The reagent lot numbers of the other assays involved were not provided. The field service representative could not determine a cause and the user stated it may have been a problem with a reused sample cup. The field service representative performed mechanism checks and verified the analyzer operation by performing precision checks with good results.